Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was burnt.

Manufacturer narrative:
Patient was burnt near working port. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be activation of the probe during removal from the joint space, inadequate suction causing hot saline to leak from the joint space. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the patient was burnt.